Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. Customer's blood glucose was 360 mg/dl. Customer stated, the insulin pump was exposed to moisture. Customer declined to complete the troubleshooting and requested for insulin pump replacement. No further information provided.